Event description:
During an in clinic follow up, a decrease in the device battery longevity was observed. Technical support was contacted suspected premature battery depletion. Technical support recommended device replacement. A device replacement is anticipated, but has not been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with normal telemetry communication. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.